Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, the phacoemulsification handpiece heats up and does not fragment the cataract. As a result, the patient presented with postoperative corneal edema. Additional information has been requested.

Manufacturer narrative:
A review of the associated service record (sr) was performed. No information was provided to indicate, nonconformance of the associated system contributed to the reported event. The phaco handpiece was not returned for evaluation. The phaco handpiece serial number (s/n) was not provided and could not be determined, based on the information provided. Therefore, manufacturing information could not be obtained. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).